Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a probable cause could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation of ultrasound image was missing was confirmed due to ultrasonic cable becoming disconnected. The device evaluation also found the following non-reportable findings: insertion tube was wrinkled, protector was damaged, objective lens had leakage, switches were worn, missing name plate, suction cylinder was worn, light guide tube was scratched, metal contacts of the scope connector were oxidized, and the objective lens was damaged. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the ultrasound gastrovideoscope's ultrasound image was missing. The issue was found during preparation for use for an unspecified type of diagnostic procedure. Another similar device was used for the procedure, with no reported delay. There were no reports of patient harm.